Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located on lcd display found on (B)(6) 2021. The pump was received with a partial display (missing segments with horizontal white lines on the top) due to cracked lcd glass. The pump passed the displacement test and a p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Cosmetic damage on the lcd display is confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had damaged screen. No harm requiring medical intervention was reported. The device was returned for analysis.